Event description:
During a procedure to treat the right popliteal, the balloon would not inflate or hold pressure. No issue to the pt was reported; however, upon receipt and eval of the product, a malfunction was noted.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.